Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that the stimulator was not doing anything for them at all, was not helping with their lower back, was still taking opioids and taking pain medication 4-5 times a day. Patient mentioned they couldn't get the leads to go where it should've went because they have a "budge" because hcp didn't want to take a change so they went around it. Patient stated now they could feel the battery thing right up on the skin. Patient mentioned the stimulator was helping with the neuropathy but now it is not even working. Patient said that they were still in a lot of pain and could barely walk. Patient mentioned that they kept the implant charged up all the time but the implant wasn't doing anything. Patient noted that at first the implant did do something and they could start feeling their tingling and they weren't getting real sharp pains but now they just kept having pain. Patient also mentioned that the implant was not helping with their lower back or their legs and the issue began after 8-9 months after they got the implant. Patient mentioned they were told they were not going to feel anything right away. The patient was redirected to their healthcare provider to further address the issue.